Manufacturer narrative:
(B)(6). Investigation summary: in response to the event reported, a device history review was conducted for lot number 8141380. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, CAPA# (B)(4) has been opened in response to the event.

Event description:
It was reported that leakage occurred from the end of the bd intima-ii¿ closed IV catheter system needle during use. CAPA# (B)(4) was opened in response to the event. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that leakage at the end of the needle. "